Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer reported an elevated blood glucose (bg) level of 400 (mg/dl). An injection was delivered to address bg level. The customer was later able to load a new cartridge onto the pump.